Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Death is a known and anticipated complication to these types of procedures and patient condition, and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.

Event description:
Coil embolization was performed to treat a ruptured basilar tip aneurysm and subsequent subarachnoid hemorrhage (sah) the patient presented with. During the procedure, thrombus was noted in the left internal carotid artery (ica) and the right posterior cerebral artery (pca). Intra-arterially 6mg of intregrillin was given to the patient and the left ica clot was resolved. However, there was a persistent filling defect due to persistent clot in the right p1 pca origin. It was reported that angioplasty using the subject balloon was performed to treat a right p1 posterior cerebral artery occlusion. After the angioplasty, minimal residue clot was noted in the distal pca without flow limitation and the proximal p1 pca clot was resolved. Procedure was completed and the patient was transferred to the neurovascular intensive care. The patient slowly was improving over the next couple of days. However, three days post procedure the patient had some confusion. The imaging showed sah and possible hydrocephalus. The next day, the patient was hallucinating and increased restlessness. The patient was given pepcid, heparin (d/c 6am 7/8/15) nimodipine, docustate sodium, lisinopril, apap-oxycodone, hydromorphine, nicotine, phenergan, potassium, dexmedetomidine. The patient condition continued to deteriorate with decreasing level of consciousness. The patient respiratory arrested and died. The physician determined the cause of death as brain herniation due to hydrocephaly.

Event description:
Coil embolization was performed to treat a ruptured basilar tip aneurysm and subsequent subarachnoid hemorrhage (sah) the patient presented with. During the procedure, thrombus was noted in the left internal carotid artery (ica) and the right posterior cerebral artery (pca). Intra-arterially 6mg of intregrillin was given to the patient and the left ica clot was resolved. However, there was a persistent filling defect due to persistent clot in the right p1 pca origin. It was reported that angioplasty using the subject balloon was performed to treat a right p1 posterior cerebral artery occlusion. After the angioplasty, minimal residue clot was noted in the distal pca without flow limitation and the proximal p1 pca clot was resolved. Procedure was completed and the patient was transferred to the neurovascular intensive care. The patient slowly was improving over the next couple of days. However, three days post procedure the patient had some confusion. The imaging showed sah and possible hydrocephalus. The next day, the patient was hallucinating and increased restlessness. The patient was given pepcid, heparin (d/c 6am (B)(6) 2015) nimodipine, docustate sodium, lisinopril, apap-oxycodone, hydromorphine, nicotine, phenergan, potassium, dexmedetomidine. The patient condition continued to deteriorate with decreasing level of consciousness. The patient respiratory arrested and died. The physician determined the cause of death as brain herniation due to hydrocephaly.